Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the 2 primary sets separated at the upper fitment. There was no report of patient harm. Although requested there is no other specific event details provided by the customer.